Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device or the radio frequency controller as the identification numbers were not provided by the complainant. Internal reference #: (B)(4).

Event description:
It was reported that the ablation went as expected and the patient was discharged in good condition. Prior to the procedure, a pre-operative smear showed positive for clostridium perfringens. Within 24 hours of being discharged, the patient was fully septic and admitted to the hospital. Patient had become blind in one eye and it is expected she will remain blind in one eye. At this moment, the patient is also in kidney failure. Nephrologist has indicated that the kidneys can recover in time. Blood work shows positive for clostridium perfringens which is in eye and brain. It is not confirmed at this time but possible the patient has developed encephalitis due to the bacterial infection. The patient is currently conscious and in the hospital. No additional details available at this time.